Event description:
The reporter stated that the hallu-fix screwdriver broke off during the surgery.

Manufacturer narrative:
The product was not returned for eval. A review of the mfg record found no anomalies during the mfg period of the product. A review of the complaint system showed that this is the seventh reported incident for a peg breakage of hallu-fix screwdrivers in the past two years. (B)(4). Prior to release, inspection of laser marking and documentation is done for all hallu-fix screwdrivers; a twenty percent sample is tested for compliance to functional specifications. Given the description of the event and the lack of returned product, the root cause could not be determined at this time. According to the device mfg record, the device is in compliance with our specifications. No corrective action has been taken at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.